Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, while the patient was under sedation, the protective part of the tissue pad on the sonicbeat device had peeled off. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4, h4. The device was returned to olympus for inspection and the reported failure of the tissue pad peeled off was confirmed. Based on the results of the investigation, it is likely that during output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.